Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", "lo", "lo", "lo". No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory : "lo", "lo", "lo", "lo", "lo". No adverse event reported.